Event description:
A caller reported a cracked and shattered touchscreen on their pump, rendering the device unresponsive. There was no adverse impact to the customer's blood glucose level. Technical support arranged for a pump replacement, confirmed the shipping address, and instructed the caller to put the pump into storage mode before returning it within 10 days using a prepaid label. The customer will use multiple daily injections as a backup therapy to ensure continuous insulin delivery while awaiting the replacement.